Event description:
The customer reported the ventilator failed system pressure testing. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis of the removed part revealed the reported complaint of the of block patient wye test failed code 3131 was duplicated and found to be the result of an open coil winding within the safety valve solenoid (sol2).

Event description:
The customer reported the ventilator failed system pressure testing. The customer reported there was no patient involvement.

Manufacturer narrative:
.